Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report delayed activation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted and placed on the mitral valve, reducing mr to a grade of 1. While attempting to deploy the clip, it was observed the clip did not detach from the delivery catheter (dc) tip. Troubleshooting was performed and the clip able to be deployed. However, it was observed that mr had slightly increased to a grade of 1-2. The clip was stable; therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.